Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 240 units of insulin. During troubleshooting, the customer reloaded the cartridge successfully and received an accurate fill estimate. Blood glucose level was 144 mg/dl.